Manufacturer narrative:
Evaluation of the returned device confirmed the implant coil was detached from the pusher. The proximal gold connector on the pusher was bent and the green lead wire was broken at the proximal gold connector's solder joint. This resulted in an open circuit and the coil non-detachment that was reported. There were no signs of activation using a detachment controller, indicating the implant coil detached due to excessive tensile retraction force likely applied after the coil became stuck in the microcatheter.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of the splenic artery, the coil would not detach. During withdrawal of the coil, the coil became stuck and detached in the catheter. The coil was removed in its entirety together with the catheter from the patient. There was no reported patient injury.